Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with four cartridge reloads present. Cartridge (a) ecr60d, k59x70 was received loaded on the device fully fired and with cartridge deck and some drivers damaged. Cartridge (b) ecr60d, k59x70 was received fully fired and with cartridge deck damaged. Cartridge (c, d) ecr60b, j5ja0k were received fully fired and in good visual conditions. The damage to the cartridge (a,b ) is consistent with the device being clamped over a hard object. The found damage on the cartridge deck (a) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the device had a mechanical problem, cannot staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: at what firing did the issue occur? Did the device cut? Was the cutline complete? Did the device deploy any staples? If so were the staples formed in the proper b form shape? Was the device difficult to close,fire or open? Were there any unusual noises heard?